Manufacturer narrative:
It was reported that the patient was "doing well". The patient recovered to modified rankin scale 1-no significant disability. Able to carry out all usual activities, despite some symptoms[mrs = 1]. It was stated that the patient had an ischemic stroke "due to medical management of suspected thrombus on inflow cannula". "Chronic infection" is not noted to be device related. No additional information provided. Hvad pump (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. In addition, review of the controller log files revealed a sustained decrease in estimated flow and power consumption. However, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, patient condition such as a fall, comorbidities, and pharmacological factors such as medical treatment with tissue plasminogen activator (t-pa) are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Stroke/neurological dysfunction and thrombus are known potential clinical adverse events associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction and thrombus as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The pump remains implanted in the patient and thus is not available for return. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that this patient tripped on a walker and fell while at home. The patient went back to bed. Four hours later the spouse reported that she could not get the patient out of bed due to general difficulty. The paramedics were called and when attempting to lift the patient out of bed pump flows dropped from 5 l/min to 1.5 l/min. The patient remained stable despite the low output from the vad. He was subsequently admitted to the hospital for treatment of suspected thrombus on the inflow cannula. Log files were sent. On (B)(6) 2015 he was administered a 10 mg bolus followed by a two hour infusion of tissue plasminogen activator (t-pa) after the medical team determined he was not a surgical candidate due to chronic infection. Pump power and flows returned to normal; however the patient began exhibiting stroke symptoms which were later confirmed by CT head scan. The patient has since recovered from stroke. He was last reported to be hospitalized but stable. Investigation is ongoing.